Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 (mg/dl). A bolus was delivered to address bg level. Reportedly, the customer forgot to turn on their carbohydrate settings on their pump. The customer was guided through the personal profile settings and directed to where the carbohydrate setting can be turned on.